Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 9336967, medical device expiration date: 2024-12-31, device manufacture date: 2019-12-02. Medical device lot #: unknown, medical device expiration date: unknown, device manufacture date: unknown. (B)(4).

Event description:
It was reported that 8 bd insulin syringes with the bd ultra-fine" needles experienced hub separation from the device. The following information was provided by the initial reporter: consumer reported in the last month she has had 6 of the 8mm, 1/2 cc syringes when removing the orange cap the whole needle unit comes off. Stated today she also had difficulty removing the orange cap on one syringe and the whole needle unit separated with it. Consumer did not have lot # or cat # available. Will follow up tomorrow to try to obtain lot # and cat #. Lot # unknown, cat # unknown, date of event: (B)(6) 2020. Consumer stated the syringes were from 2 different boxes.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2020-11-18. H6: investigation summary: customer returned one (1) 0.5ml bd insulin syringe from lot 9336967. Consumer reported that when removing the orange cap the whole needle unit would come off. The returned syringe was examined, and it was observed that the needle hub/shield assembly was separated from the barrel; no damage to the barrel tip was observed. A review of the device history record was completed for batch# 9336967. All inspections and challenges were performed per the applicable operations qc specifications. There was one (1) notification [200863990] noted that did not pertain to the complaint. Bd was able to confirm the customer¿s indicated failure. Root cause for this defect cannot be determined. DHR, l2l dispatches, logbook entries were looked at, nothing was found pertaining to this defect. H3 other text : see h.10.

Event description:
It was reported that 8 bd insulin syringes with the bd ultra-fine¿ needles experienced hub separation from the device. The following information was provided by the initial reporter: consumer reported in the last month she has had 6 of the 8mm, 1/2 cc syringes when removing the orange cap the whole needle unit comes off. Stated today she also had difficulty removing the orange cap on one syringe and the whole needle unit separated with it. Consumer did not have lot # or cat # available. Will follow up tomorrow to try to obtain lot # and cat #. Lot # unknown; cat # unknown; date of event: (B)(6) 2020. Consumer stated the syringes were from 2 different boxes.